Event description:
In 02/05 the customer contacted a baxter clinical specialist to obtain assistance with balance alarms on two accura devices. The customer stated that they were unable to remove fluid while in cvvhd mode using the pre-filter pump with a dialysate flow rate of 200ml/hr. The clinical specialist assisted the customer to change mode to scuf and this was successful in removing fluid from pt. A baxter technical service rep was sent on-site to evaluate and repair reported balance alarms. The technical service rep recalibrated both devices and both devices continued to produce balance alarms with dialysate flow set at 200 and fluid removal was not as expected. The technical service rep contacted baxter engineers and an engineer was then sent on-site to evaluate and repair the reported malfunction. The engineer went on-site and was unable to correct the reported malfunction. A complaint was then opened through baxter product surveillance for further investigation. The product surveillance specialist contacted the customer to obtain details of the device malfunction. With questioning the customer, the product surveillance specialist noted that two pts that recently received cvvhd therapy with the prefilter pump had subsequently expired. With further questioning, it was noted that the first pt had expired before any malfunction was noted and the device performed cvvhd therapy as expected with a dialysate flow of 500. The second pt's dialysate flow was set at 200 and fluid was not removed as expected in cvvhd mode. The customer had to change mode to scuf in order to remove fluid. The second pt was not on therapy at the time of death. This pt's therapy was discontinued at 12:25pm in order to transport the pt to catheterization lab for cardiac catheterization. The pt became unstable and did not stabilize after cardiac catheterization. The pt reportedly had 3 cardiac arrests and expired with cardiac death the evening of same day after 7:30pm. Three days earlier the pt was first changed to scuf mode. The next day the pt was changed back to cvvhd mode at 12:00pm. The following day the pt was running with a dialysate flow of 200 in cvvhd mode. The next day at 03:300am, the pt was changed to scuf mode.